Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 16-feb-2023. The most recent information was received on 01-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue/ exhaustion") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("3 essure devices were inserted" on (B)(6) 2013). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced fatigue (seriousness criterion medically important), arthralgia ("joint pain"), neck pain ("neck pain"), nausea ("nausea"), migraine ("migraines") and tinnitus ("tinnitus"). Essure treatment was not changed. At the time of the report, the fatigue had not resolved. The reporter considered arthralgia, fatigue, migraine, nausea, neck pain and tinnitus to be related to essure administration. The reporter commented: period of occurrence of events: 10 years. Patient¿s current status: exhaustion and inevitable removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 16-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("fatigue/ exhaustion") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: inappropriate insertion of multiple contraceptive devices ("3 essure devices were inserted" on 01-jun-2013). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced fatigue (seriousness criterion medically important), arthralgia ("joint pain"), neck pain ("neck pain"), nausea ("nausea"), migraine ("migraines") and tinnitus ("tinnitus"). Essure treatment was not changed. At the time of the report, the fatigue had not resolved. The reporter considered arthralgia, fatigue, migraine, nausea, neck pain and tinnitus to be related to essure administration. The reporter commented: period of occurrence of events: 10 years. Patient¿s current status: exhaustion and inevitable removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.